Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, an extra needle without suture in the package. The nurses repeatedly counted all the needles, looked up the surveillance video, and then confirmed that there was an extra needle without suture after the thread board was used. To avoid injury, postoperative chest radiographs were performed for the patient. The postoperative chest radiograph showed no abnormalities.